Event description:
Boston scientific (bsc) crm rec'd info that this bsc sales rep (sr) called technical svs (ts) reporting this right atrial (ra) lead 4135 dislodged. The physician repositioned the lead, and the next day it dislodged a second time.